Event description:
The patient reported sudden loudness on two separate occasions while wireless streaming. Audiogram shows change to the hearing threasholds and onset of tinnitus. The company is in the process of obtaining further information which will be contained in the follow up report. This is the initial report.

Manufacturer narrative:
Device has not been yet received. Organization has made attempts to contact the initial reporter to get the device for further analysis.

Manufacturer narrative:
Organization has made three attempts to contact the intital reporter to get the device for further analysis. However, device has not been yet received.

Event description:
The patient reported, sudden loudness on two separate occasions. While wireless streaming. Audiogram shows change to the hearing thresholds and onset of tinnitus. Three follow up attempts were made to contact provider. However, no further information on the case could be obtained. The case will be reopened, if any further information becomes available.